Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: there's no product code or lot number provided, therefore a complaint database search couldn't been performed to determine if a lot related issue was possible. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "perioperative comparison of hip hemiarthroplasty with intramedullary nail and cemented lengthened stem in the treatment of senile femoral fracture" written by qi xiangru, song hui, li yunpeng, and cao lei published by the chinese journal of modern medicine in january 2021. The article's purpose was to compare perioperative outcomes between treating femoral fractures via intramedullary nail vs cemented lengthened stem in a cohort of 28 patients (11 males and 17 females aged 73-92 years) treated via intramedullary nail vs 26 patients (18 females and 8 males aged 72-98 years) treated via hemiarthroplasty. A competitor intramedullary nail and femoral stem were utilized. Johnson and johnson bone cement in the hemiarthroplasties. Complications: 1 post-op pulmonary infection, 1 bone cement reaction, 1 critical value of coagulation function, 1 critical value of albumin.